Manufacturer narrative:
The device was sent to spacelabs healthcare for further analysis. The reported problem was verified and the cpu was replaced. The repaired unit passed all functional tests and was restored to service. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2016, a telemetry central monitor was intermittently rebooting. Patient monitoring continued with the use of a spare, and the device was sent in for service. No one was injured as a result of this event.